Manufacturer narrative:
H10: the sample was returned for evaluation. The lot number was provided and a lot history review was performed. The investigation is confirmed for material rupture. The root cause could not be determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model cqf75124 pta balloon dilatation catheter allegedly experienced material rupture. This report was received from a single source. The patient's age, weight, and gender were not provided. There was no reported patient injury.

Manufacturer narrative:
Once device was returned for evaluation. The lot number was provided and the lot history review is being performed. The investigation is currently underway.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model cqf75124 pta balloon dilatation catheter allegedly ruptured. This report was received from one source. The patient's age, weight, and gender were not provided. There was no reported patient injury.